Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without effective stimulation due to a depleted ipg. The physician explanted the ipg and replaced it with a different model. Follow-up revealed the patient is still without stimulation. The physician plans to explant and replace the lead.